Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was unable to increase intensity and kept getting a message that read, setting unavailable. There was nothing that the rep was aware that could have contributed to the issue. The rep reported that an impedance check showed electrode 0 was greater than 40,000 ohms. The rep reported that electrode 0 was being utilized in all of his programs. The rep removed it and the message went away and he was able to increase stimulation as needed. The issue was resolved. No further complications were reported.